Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during a laparoscopic cholecystectomy on (B)(6) 2018 the surgeon reported that when the handle was closed plastic to plastic, the ends of the clip crossed over causing the clip to scissor. A second attempt was made with the same clip applier, and that subsequent clip crossed over. A new ca500 was opened to complete the procedure. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. During a laparoscopic cholecystectomy on (B)(6) 2018, the surgeon reported that when the handle was closed plastic to plastic, the ends of the clip crossed over causing the clip to scissor. A second attempt was made with the same clip applier, and that subsequent clip crossed over. A new ca500 was opened to complete the procedure. Patient status: no patient injury or illness occurred associated with the complaint event.